Event description:
A (B)(6) pre-mature baby administered o2 by blender. Blender set at 21% room air. Difficulty weaning baby off of oxygen. Blender checked and analyzed and determined that it was administering 60% o2. Baby with pre-cursor signs and symptoms of retinopathy of pre-maturity (rop) (stage ii). [(B)(4)].